Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator was connected to the cat6 cable which was not compatible. A field service engineer (fse) replaced the network cables to resolve and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator off the bus, preventing access to all cubies and medication removal. Restarting the device and reconnecting sensors did not restore functionality, and the user was unable to recover the unit. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.